Manufacturer narrative:
The report of high impedance was confirmed. Analysis of returned paddle lead found both lead tails had a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Event description:
It was reported that the patient experienced ineffective stimulation due to high impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted to address the issue.